Event description:
Additional information was received that this lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through our post market quality assurance laboratory analysis of the implantable cardioverter defibrillator (ICD), that damage to the ICD could have been caused by an right ventricular (rv) lead integrity issue. The damage was to the device fuse and internal circuitry most likely occurred during delivery of a high energy shock through a shorted lead; however, the associated leads were not returned for analysis so this cannot be definitively confirmed. A new competitor device was implanted, however, the status of the lead was not reported by the physician or competitor field representative.

Manufacturer narrative:
This lead currently remains implanted. This investigation will be updated should further information be provided.